Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained lead noise alert due to t-wave oversensing was observed. Programming was recommended and it was noted that the hospital would follow programming instructions. Further information is not available at this time. There were no consequences to the patient.